Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with her glucose meter. The customer then reported feeling shaky and stated that she needed insulin. The customer left the phone to find another glucose meter. When she came back, she forgot who she was talking on the phone with. At that time the paramedics were called and advised to go to the customer's home for assistance. The paramedics arrived and hung up the phone. Attempted to call back but got no answer. Nothing further was reported.